Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles would not present on deployment. The physician continued to attempt deployment after meeting with resistance. Backdown of the needles to their original position was not successful. The pt was sent to surgery for device removal. One stitch was placed for closure of the arteriotomy. Surgery was successful and the pt was discharged the same day. The cath lab technician noted that the barrel hub was not locked in place during deployment. Follow-up indicated that the device has been shipped by the facility, but has not yet been received by MFR for eval.